Event description:
The homecare provider (hcp) reported the following information: (1) a pt was traveling with a c21 and a c1000 portable liquid oxygen unit. (2) the pt's family member and another person filled the c1000 from the c21 in the back of a truck with a canopy. (3) the units froze together after fill. (4) when the c21 release button was activated, liquid oxygen started to leak from the c21 quick connect valve. (5) the pair attempted to remove the c1000 from the c21. (6) they then attempted to remove the units from the back of the truck. (7) during the move, the pt's family member rec'd a liquid oxygen cold burn to the hand, and went to the emergency room where the pt's family member was treated. (8) family member has been off work for one month and the pt's family member changes bandage twice daily. (9) after the family returned home, hcp retrieved the unit.